Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda appears to be related to patient conditions and due to prolapsed and flailed posterior leaflet). Mitral valve insufficiency/regurgitation (mr) resulting in dyspnea appears to be due to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda), requiring an additional mitraclip procedure. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed and flail posterior leaflet. Two clips were implanted with no reported issue, reducing mr to grade 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient returned with shortness of breath. Echocardiography evaluation showed a single leaflet device attachment (slda). One clip had detached from the posterior leaflet, and mr had increased to grade 3-4. On (B)(6) 2023, a mitraclip procedure was performed to stabilize the slda and reduce mr. One clip was implanted lateral to the second, previously implanted clip. Mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.